Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the arterial catheter was disconnected, and the alarm did not occur or was not noticed (customer is not sure). The patient lost blood and required a transfusion. The patient is in stable condition now. No further patient data was provided at this time.

Manufacturer narrative:
Added UDI#. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The audit logs and vital signs trend table were extracted from the central station and provided to philips for investigation. The audit files and vital signs trend table were evaluated by philips and a summary of the events surrounding the time of the incident, as well as an explanation of the alarm behavior, was provided to the customer in the form of a written response. The device remains at the customer site. The investigation concluded that the provided data does not support that there was a malfunction of the device. It is likely that the pressure switched between pulsatile and non-pulsatile and that the timeframe of non-pulsatile pressure was not long enough to generate the `disconnect¿ alarm. Additionally, the alarms for other parameters were being issued and silenced the entire time the patient was being monitored. According to the clinical application specialist who was onsite to provide support, it is likely that the users misinterpreted all clinical signs of the patient¿s deteriorating condition (high heart rate and ventricular tachycardia episodes). The available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.